Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant. Patient stated they could only charge with their ac power supply and not their implant. Patient noted they were disabled and had to walk around and it was hard to walk with their implant acting out. During the call patient service walked patient through resetting the controller did not power on and pt reported that was the issue as to was the issue charging. Patient denied any visible damage to the recharger. The issue was not resolved. An email was sent to the repair department to replace the controller. Patient noted they had their recharger replaced not too long ago. Pt stated for previous issues they had to meet with their representative. Agent called the pt back to collect doctor (hcp) and event date and left a voicemail. Additional information was received from the patient. Patient called back and repeated previously documented information. Patient had difficulty explaining which component they were using/having trouble with. Patient said after receiving the replacement controller, they were unable to get it to charge from the ac power cord, so now the controller was dead and unresponsive, and they couldn't charge their implant. Pt said they had tried both the replacement and old controller, and the battery would not take a charge in either one. Patient had difficulty opening the controller battery compartment, as they were disabled and could only use one hand. Agent reviewed information and sent email to repair to replace the battery pack. Patient called back and hadn't received the replacement battery pack. Battery pack was sent to the wrong address and address was not updated. Patient could hardly walk or couldn't walk very well without stimulation since the stimulation controlled their foot. Patient was disabled. Another request was sent to repair to replace battery pack. Pt called back stating that they have received multiple replacement components but are very confused on how to use their external equipment. Caller stated that they normally have to meet with an medtronic rep in person for these kinds of things because they are disabled and become confused. Caller stated that they are unable to use their device at this point and are experiencing spasms in their leg, making it difficult for them to walk. Agent reviewed information and sent an email to the field for visibility.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97745bp, (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 97745 serial# (B)(6): product type programmer, was sent for analysis and found cracked front case and broken connector support. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.